Manufacturer narrative:
It was reported that the patient has pain around the tibia. A revision surgery is planned to exchange tibial tray and the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has pain around the tibia. A revision surgery is planned to exchange tibial tray and the poly inserts.